Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Based on the evaluation, balloon was irregular burst without missing piece. There was trace of lubricant inside sac. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ thin sac. A review of the device labelling has been conducted for investigation purposed. The IFU is attached in the investigation overview tab. A review of the device history record could not be performed because lot number is unknown. Therefore, no additional action is required at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was removed naturally the day after placement and was found to had ruptured.

Event description:
It was reported that the foley catheter balloon was removed naturally the day after placement and was found to had ruptured.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.